Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of dizziness ('dizziness') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dizziness (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), fatigue ("fatigue"), nasal congestion ("stuffy nose"), poor quality sleep ("poor sleep"), tinnitus ("tinnitus"), arthralgia ("joint pain"), myalgia ("muscle pain"), aphasia ("difficulty finding my words"), disturbance in attention ("lack of concentration"), dysuria ("difficulty urinating"), extrasystoles ("extrasystoles"), psoriasis ("psoriasis"), eczema ("eczema"), chest pain ("burning in my chest"), burning sensation ("burning in my legs"), depression ("depression"), hyperhidrosis ("excessive sweating"), gingival disorder ("gum problems") and tooth fracture ("broken teeth"). Essure treatment was not changed. At the time of the report, the dizziness, abdominal pain upper, fatigue, nasal congestion, poor quality sleep, tinnitus, arthralgia, myalgia, aphasia, disturbance in attention, dysuria, extrasystoles, psoriasis, eczema, chest pain, burning sensation, depression, hyperhidrosis, gingival disorder and tooth fracture outcome was unknown. The reporter considered abdominal pain upper, aphasia, arthralgia, burning sensation, chest pain, depression, disturbance in attention, dizziness, dysuria, eczema, extrasystoles, fatigue, gingival disorder, hyperhidrosis, myalgia, nasal congestion, poor quality sleep, psoriasis, tinnitus and tooth fracture to be related to essure. The reporter commented: I stumbled across a press article about essure and its many adverse effects. Without this article I would still believe that I had contracted lyme disease, despite the negative screening test carried out in 2018. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2018: negative for lyme disease.. Electrocardiogram - in 2018: negative for lyme disease.. Magnetic resonance imaging - in 2018: negative for lyme disease.. Ultrasound thyroid - in 2018: negative for lyme disease.. X-ray - in 2018: negative for lyme disease.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-mar-2020. The most recent information was received on 28-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dizziness ("dizziness"), abdominal pain upper ("stomach pain"), fatigue ("fatigue"), nasal congestion ("stuffy nose"), poor quality sleep ("poor sleep"), tinnitus ("tinnitus"), arthralgia ("joint pain"), myalgia ("muscle pain"), aphasia ("difficulty finding my words"), disturbance in attention ("lack of concentration"), dysuria ("difficulty urinating"), extrasystoles ("extrasystoles"), psoriasis ("psoriasis"), eczema ("eczema"), chest pain ("burning in my chest"), burning sensation ("burning in my legs"), depression ("depression"), hyperhidrosis ("excessive sweating"), gingival disorder ("gum problems") and tooth fracture ("broken teeth"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal via salpingectomy with laparoscopic cornuectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dizziness, abdominal pain upper, fatigue, nasal congestion, poor quality sleep, tinnitus, arthralgia, myalgia, aphasia, disturbance in attention, dysuria, extrasystoles, psoriasis, eczema, chest pain, burning sensation, depression, hyperhidrosis, gingival disorder and tooth fracture outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal pain upper, aphasia, arthralgia, burning sensation, chest pain, depression, disturbance in attention, dizziness, dysuria, eczema, extrasystoles, fatigue, gingival disorder, hyperhidrosis, myalgia, nasal congestion, poor quality sleep, psoriasis, tinnitus and tooth fracture to be related to essure. The reporter commented: I stumbled across a press article about essure and its many adverse effects. Without this article I would still believe that I had contracted lyme disease, despite the negative screening test carried out in 2018. The reason for essure removal were the presence of adverse events arthralgia and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2018: negative for lyme disease. Electrocardiogram - in 2018: negative for lyme disease. Magnetic resonance imaging - in 2018: negative for lyme disease. Ultrasound thyroid - in 2018: negative for lyme disease. X-ray - in 2018: negative for lyme disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2021: the follow information were updated, other's reporter, patient details, stop date, pelvic pain - essure was removed due to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of dizziness ('dizziness') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dizziness (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), fatigue ("fatigue"), nasal congestion ("stuffy nose"), poor quality sleep ("poor sleep"), tinnitus ("tinnitus"), arthralgia ("joint pain"), myalgia ("muscle pain"), aphasia ("difficulty finding my words"), disturbance in attention ("lack of concentration"), dysuria ("difficulty urinating"), extrasystoles ("extrasystoles"), psoriasis ("psoriasis"), eczema ("eczema"), chest pain ("burning in my chest"), burning sensation ("burning in my legs"), depression ("depression"), hyperhidrosis ("excessive sweating"), gingival disorder ("gum problems") and tooth fracture ("broken teeth"). Essure treatment was not changed. At the time of the report, the dizziness, abdominal pain upper, fatigue, nasal congestion, poor quality sleep, tinnitus, arthralgia, myalgia, aphasia, disturbance in attention, dysuria, extrasystoles, psoriasis, eczema, chest pain, burning sensation, depression, hyperhidrosis, gingival disorder and tooth fracture outcome was unknown. The reporter considered abdominal pain upper, aphasia, arthralgia, burning sensation, chest pain, depression, disturbance in attention, dizziness, dysuria, eczema, extrasystoles, fatigue, gingival disorder, hyperhidrosis, myalgia, nasal congestion, poor quality sleep, psoriasis, tinnitus and tooth fracture to be related to essure. The reporter commented: I stumbled across a press article about essure and its many adverse effects. Without this article I would still believe that I had contracted lyme disease, despite the negative screening test carried out in 2018. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2018: negative for lyme disease.. Electrocardiogram - in 2018: negative for lyme disease.. Magnetic resonance imaging - in 2018: negative for lyme disease.. Ultrasound thyroid - in 2018: negative for lyme disease.. X-ray - in 2018: negative for lyme disease.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.